Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, diaphragmatic stimulation was observed. The left ventricular lead was disabled. It was later determined that the lead had become dislodged. It was explanted and replaced on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.